Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited residual liquid in the distal end, foreign material in the forceps elevator and foreign material in the l-arm. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the foreign material may not have been removed because the subject device was not reprocessed properly due to leakage at the biopsy channel. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "type q180v operation manual chapter 3 preparation and inspection ", and preventative measures in " type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.